Event description:
Customer reported false negative urine hcg results. Urine sample run. Negative at 5 mins; left it sitting 8-10 mins and it then read positive. Doctor had inserted iud at first but then took it out. Pt experienced bleeding after they inserted the iud. Before the doctor inserted the iud the same day, an ultrasound was done; did not see anything in uterus. On that day, the beta quant was 16miu.ml. A week later, quant was 247miu/ml. Another one week later, the quant was -2miu/ml. No sample available for additional testing. Pt information: pt had given birth recently, but how long ago was not specified.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg080821-02. 100miu/ml hcg urine, lot: hcg081008-01. 201iu/ml hcg urine, lot: hcg081230-01. Results: the retention device meets qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. The 100miu/ml and 201iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. The retention devices meet qc specification. No false negative result was observed. It is stated that urine sample run, was negative at 5 mins and positive at 8-10 mins, which may indicate the pt was in early stage of pregnancy and urine hcg level may be lower than cut-off (20miu/ml). If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. The retention devices meet qc specification. No false negative result was observed. Unable to confirm complaint with retention materials testing. Lot number(s): hcg8110086. Expiration date(s): 11/2010. Control lot: 20miu/ml hcg urine, lot : hcg080821-02. 100miu/ml hcg urine, lot: hcg081008-01. 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of results: the return devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. The return device meets qc specification. No false negative result was observed; this complaint is not confirmed. Unable to confirm complaint with retention and returned materials testing and manufacturing document review.